Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 29-feb-2024. The most recent information was received on 08-mar-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("pains l4-l5") and blindness ("rapid loss of vision") in a 52 year-old female patient who had essure inserted for permanent contraceptive tubal implant. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Concomitant products included doliprane (paracetamol) and anti-inflammatory (diclofenac sodium). On (B)(6) 2010, the patient had essure inserted. On unknown date she experienced back pain (seriousness criterion medically important), blindness (seriousness criterion medically important), heavy menstrual bleeding ("haemorrhagic periods"), sleep apnoea syndrome ("sleep apnoea"), asthma ("significant asthma"), arthralgia ("pain in the joints and the jaw"), headache ("headaches"), pain in jaw ("pain in the joints and the jaw"), dry mouth ("dry mouth") and nail ridging ("striated nails") and was found to have weight increased ("weight gain"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to back pain, headache, arthralgia, pain in jaw, weight increased, dry mouth, asthma, blindness, nail ridging, heavy menstrual bleeding or sleep apnoea syndrome. The reporter commented: patient¿s current status: hospitalisation with injections to be able to walk. Physiotherapy twice a week. General fatigue although I am only 52 years old. Use of anti-inflammatory medicinal products daily and doliprane because I have allergies and I can¿t take a stronger medicine. Sleep loss actions taken to treat the patient in the healthcare facility: not specified. Discrepancy noted: incident information: date of occurrence: (B)(6) 2012; incident description: incident description: period of occurrence: it started in 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-mar-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 29-feb-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("pains l4-l5") and blindness ("rapid loss of vision") in a 52 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Concomitant products included doliprane (paracetamol) and anti-inflammatory (diclofenac sodium). On (B)(6) 2010, the patient had essure inserted. On unknown date she experienced back pain (seriousness criterion medically important), blindness (seriousness criterion medically important), heavy menstrual bleeding ("haemorrhagic periods"), sleep apnoea syndrome ("sleep apnoea"), asthma ("significant asthma"), arthralgia ("pain in the joints and the jaw"), headache ("headaches"), pain in jaw ("pain in the joints and the jaw"), dry mouth ("dry mouth") and nail ridging ("striated nails") and was found to have weight increased ("weight gain"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to back pain, headache, arthralgia, pain in jaw, weight increased, dry mouth, asthma, blindness, nail ridging, heavy menstrual bleeding or sleep apnoea syndrome. The reporter commented: patient¿s current status: hospitalisation with injections to be able to walk. Physiotherapy twice a week. General fatigue although I am only 52 years old. Use of anti-inflammatory medicinal products daily and doliprane because I have allergies and I can¿t take a stronger medicine. Sleep loss actions taken to treat the patient in the healthcare facility: not specified. Discrepancy noted: incident information: date of occurrence: (B)(6) 2012 incident description: incident description: period of occurrence: it started in 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.